Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The device was received with cracked case at display window corners and minor scratched lcd window.

Event description:
Customer called to report the insulin pump has been alarming for no delivery throughout the night. Blood glucose reading was 90 mg/dl. Customer's blood glucose readings has been higher than usual in the morning. The customer mentioned that the same issue occured a few weeks ago. When the customer changed the infusion site and checked the tubing she did not find any anomalies. Customer stated there has been no changes to her diet or lifestyle. Advised that the insulin pump will be replaced.